Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hhirx8e01 nurse observed that the unit was restarted unexpectedly during a medication pull. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was repeatedly restarting. A field service engineer (fse) confirmed the complaint that the station had been rebooting while medications were being pulled. The issue could not be duplicated, and a nurse reported that the problem had not occurred that day. The fse replaced several missing and damaged bumpers while testing all drawers in the application. The system functioned as intended after field service engineer repaired the device.